Event description:
Caller states the compact plus meter produced a result with no blood applied to the test strip. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.